Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), genital haemorrhage ("heavy bleeding") and pelvic infection ("pelvic infection") in an adult female patient who had essure (batch no. 880423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urticaria ("hives"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic infection (seriousness criterion medically significant), vaginal discharge ("vaginal discharge") and depression ("depression"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, urticaria, vaginal haemorrhage, menorrhagia, pelvic infection and vaginal discharge outcome was unknown. The reporter considered depression, genital haemorrhage, menorrhagia, pelvic infection, pelvic pain, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: patient had essureconfirmation test resulted in total bilateral occlusion . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: back pain, pelvic pain, menorrhagia . Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs+mr received, event added :- abnormal bleeding (vaginal, menorrhagia),vaginal discharge, depression, event infection nos updated to pelvic infection. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), pelvic infection ("pelvic infection") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 880423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), urticaria ("hives"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge") and depression ("depression"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, genital haemorrhage, urticaria, vaginal haemorrhage, menorrhagia and vaginal discharge outcome was unknown. The reporter considered depression, genital haemorrhage, menorrhagia, pelvic infection, pelvic pain, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: patient had essureconfirmation test resulted in total bilateral occlusion . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: back pain, pelvic pain, menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of ptc on 1-aug-2018: upon routine monitoring activity, event pelvic infection was amended to incident. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), pelvic infection ("pelvic infection") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 880423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: motrin, depo provera and mirena. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic infection (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), back pain ("lower back pain") and arthralgia ("joint pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urticaria ("hives") and depression ("depression"). The patient was treated with surgery (she had surgery to remove the essure implant/salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, genital haemorrhage, urticaria, vaginal haemorrhage, menorrhagia, vaginal discharge, back pain and arthralgia outcome was unknown. The reporter considered arthralgia, back pain, depression, genital haemorrhage, menorrhagia, pelvic infection, pelvic pain, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: on 2012: patient had essure confirmation test resulted in total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: back pain, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2018: plaintiff fact sheet received. Events back pain & joint pain added. Historical & concomitant drugs conditions were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and pelvic infection ('pelvic infection') in an adult female patient who had essure (batch no. 880423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: motrin, depo provera and mirena. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2012, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), back pain ("lower back pain") and arthralgia ("joint pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), urticaria ("hives"), depression ("depression"), abdominal pain lower ("sharp pains in my lower abdomen"), headache ("headaches") and musculoskeletal stiffness ("stiffness"). The patient was treated with surgery (she had surgery to remove the essure implant/salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, genital haemorrhage, urticaria, vaginal haemorrhage, menorrhagia, vaginal discharge, back pain, arthralgia, abdominal pain lower, headache and musculoskeletal stiffness outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, depression, genital haemorrhage, headache, menorrhagia, musculoskeletal stiffness, pelvic infection, pelvic pain, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: in 2012: patient had essure confirmation test resulted in total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: back pain, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: social media received: new events added- musculoskeletal stiffness, headache and abdominal pain lower. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urticaria ("hives") and infection ("infections"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, urticaria and infection outcome was unknown. The reporter considered genital haemorrhage, infection, pelvic pain and urticaria to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.